Manufacturer narrative:
Device logs confirm that the ilet insulin pump performed as intended on (B)(6) 2025. Insulin delivery including basal and meal-related dosing was consistent with user interactions and the ilet algorithm's response to glycemic trends. Continuous glucose monitor (cgm) data showed elevated blood glucose (bg) levels throughout the reported period, but there was no evidence of insulin delivery interruption or dosing failure by the device. Although the user stated the cannula was found to be bent, device performance appeared consistent with expected functionality. Notably, the user did not initiate backup insulin therapy despite prolonged hyperglycemia, which may have contributed to the severity of elevated bg.

Event description:
On (B)(6) 2025, the user was admitted to the hospital for hyperglycemia after experiencing elevated blood glucose (bg) of 400mg/dl. No manual insulin was administered prior to hospitalization. Upon inspection, the infusion site placed on (B)(6) was found to have a bent cannula, likely preventing proper insulin delivery. Symptoms included dry mouth, thirst, nausea, and vomiting. The user was treated with manual insulin injections in the hospital. The ilet system alerted for high bg, but the user did not have a backup method to correct it. A family member transported the user to the hospital.